Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. It was reported that the customer experienced an elevated blood glucose (bg) level of 569 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level. The customer continued to use the pump for insulin therapy.